Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab. Results as follows: date: (B)(6) 2012, inratio inr: (1.5), lab inr: (3.0). Therapeutic range 2.0-3.0 for the pt. There was no reported adverse pt sequela. There was no additional information provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test result (s) with lab result (s) provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 1.5, reference: 3.0, mean: 2.25, confidence limits: 1.4-3.1; result: pass. Reported results are within the confidence limits for passing accuracy comparison. The results are not considered discrepant within the context of the documented variability for inr testing. User reported milking pt finger in the attempt to collect sufficient sample for test. Per product user guide - precautions and warnings, "do not use strong, repetitive pressure to collect the drop of blood." Milking the finger can cause interstitial fluid contamination, leading to pre-analytical errors. User also reported pt finger was pressed down onto the strip when applying sample. This may have obstructed capillary action and normal flow of sample into the strip channel. Either of these technique related issues may be root cause. In-house therapeutic donor testing has been performed on reported lot 282855 on (B)(6) 2012. Results as follows: donor 204 - inratio: 4.2, 4.2, 3.9; reference: 3.48; bias threshold: 2.48-4.48; %cv: 4.22. Donor 205 - inratio: 2.3, 2.8, 2.7; reference: 2.50; bias threshold: 1.50-3.50; %cv: 10.18. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Analysis of the client's data from inratio and reference method revealed that test results met accuracy criteria. Root cause could not be determined. It cannot be ruled out as customer's improper operational technique a cause for unexpected inr results. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), corrective action is not required at this time.